Event description:
While inserting the guide wire for the catheter, resistance was felt by the physician. He retracted the guide wire to find that the wire wrap around the guide wire was uncoiled and that a portion of the guide wire remained in the pt. X-ray confirmed the event and a surgeon was consulted and removal of the remaining section of the guide wire was scheduled.